Event description:
After pre-dilating the superior vena cava (svc), a wall stent was placed at the desired site. Upon post-dilatation of the stent the atb advance balloon ruptured. As the balloon was being removed a portion caught on the stent's strut. A snare was then used to remove the ruptured balloon fragment and a portion of the catheter which also broke off. The tent was then retrieved and left in the right common iliac.